Event description:
During a power injection of contrast solution, the psi went instantly to 300 and the nexiva closed catheter system started to balloon up. The injector was stopped, and the IV discontinued.